Event description:
A u.s. Distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has confirmed that the c-d cable had a pinched white wire.the root cause for the pinched cable was physical abuse. There was no adverse event that resulted from the damaged belt.